Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had developed an infection. The patient was observed to have been non-compliant with antibiotics and the infection grew and started to erode through the skin. Surgical intervention was performed and the s-ICD system was explanted. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.